Event description:
It was reported while using an unspecified bd¿ 4mm x 32g pen needle the outer cover was damaged. There was no report of patient impact. The following information was provided by the initial reporter: when removing the needle from the pen (after use) the outer (clear) cover does not click properly onto the needle. There have been several times when I have unscrewed a needle only to have the clear cover pull off leaving the exposed needle dangling.

Manufacturer narrative:
No samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd¿ 4mm x 32g pen needle the outer cover was damaged. There was no report of patient impact. The following information was provided by the initial reporter: when removing the needle from the pen (after use) the outer (clear) cover does not click properly onto the needle. There have been several times when I have unscrewed a needle only to have the clear cover pull off leaving the exposed needle dangling.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.